Event description:
Information received indicates the head section is drifting down.

Manufacturer narrative:
The technician found the CPR cable was out of adjustment and engaging the CPR. The technician adjusted the CPR cable to repair the bed.